Event description:
In february 2006 the lay pt contacted lifescan alleging that her one touch ultra meter would not count down. The medical affairs specialist (mas) sent a letter to the pt since she could not be reached via phone. The pt owned the reported meter for about 2 weeks and was having trouble obtaining a reading on the meter. She said her blood glucose result was in the "300's" on feb. 24, 2006, when she finally obtained a result on the meter. The pt had a headache at the time of concern. Her husband took her to the ER where result of 317 mg/dl was obtained on another device. The time difference between the reported meter result and the ER result was "roughly one hour". The pt was treated with insulin; the insulin type and dose were not provided. The customer care agent (csa) discovered that the pt was incorrectly applying the blood sample to the top of the test strip. The csa trained the pt in correct blood application technique and resolved the issue. The meter, test strips, and control solution were replaced. The complaint is classified as an adverse event because the pt could not obtain blood glucose readings and was treated for hyperglycemia by a medical professional.